Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s daughter reported via phone call that the customer visited in emergency room due to high blood glucose on (B)(6) 2019 as well as insulin pump had an under delivery alarm. Customer¿s high blood glucose value was 600 mg/dl. Customer¿s daughter stated that they were unsure the value of the blood glucose but it come down to 400 mg/dl. Customer treated with insulin drip for high blood glucose. Customer was feeling tired. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Customer was not calling back to perform a high pressure test. The reservoir will not return for the analysis. The insulin pump will return for the analysis.